Event description:
The user stated she had a sample that ran initially with a sodium value of 121 mmol per l. The sample was automatically retested by the analyzer and gave a sodium result of 139 mmol per l. She then pored the sample into a cup and reran it again getting 139 mmol per l. This was the only sample with questionable results. No erroneous results were reported.

Manufacturer narrative:
The field service representative was unable to determine a cause and checked the analyzer by performing precision and accuracy checks with results in acceptable limits. He was unable to reproduce the problem with the one pt sample.